Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. Two days after the onset of event, the patient was hospitalized for the event. The patient was treated with vancomycin injection (1gm, frequency, route not reported, ongoing) and ceftazidime injection (1gm, frequency, route not reported, ongoing) for the event. At the time of this report, the patient has recovered from the event. The patient was discharged from the hospital the day after admission. Pd therapy was ongoing. No additional information is available.